Event description:
The user noted the cuvettes were overflowing and the top of the reaction disk was flooded. She reran two loads of patient samples from an earlier shift and stated the results did not match. The user provided two examples of discrepant results. All repeat results were from (B) (6) 09. Sample 1: initial phosphorus result was 10.5, repeat result was 3.6 mg per dl; initial ggt result was 3, repeat result was 13 u per l; initial iron result was 129, repeat result was 67 ug per dl; initial t4 result was -20.3, repeat result was 7.7 ug per dl; initial t uptake result was 1, repeat result was 32 %. Sample 2: initial phosphorus result was 10.7, repeat result was 4.1 mg per dl; initial ggt result was 3, repeat result was 9 u per l; initial t4 result was -20.0, repeat result was 6.7 ug per dl; initial t uptake result was 1, repeat result was 28%. The user stated none of the results were reported.

Manufacturer narrative:
The field service representative found the vacuum solenoid sv-21 was sticking and cleaned it. He checked that the alignments and performance checks were within specifications. The user ran qc with all results within range.